Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 27aug2024, 03sep2024, and 10sep2024 to obtain confirmation of the troubleshooting steps, part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor autozero failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they confirmed the error code in the device event log. The customer verified that there was good pin alignment between the autozero solenoids and data acquisition (da) printed circuit board assembly (pcba). The customer then swapped the solenoids from another device into the 3rd and 4th slot of the issue v60 and the problem remained intermittent. The rse advised the customer to swap the 1st and 2nd solenoids with the 3rd and 4th, and if the problem changed to be a machine sensor autozero failure, then replace the 3rd and 4th solenoids. If the issue persisted with the proximal pressure sensor autozero failed alarm, then the rse recommended replacing the da pcba. This investigation is ongoing.